Event description:
The patient reported becoming unconscious in 2008, and she was transported to the hospital. On 09/08/2008 her blood glucose ranged from 9.6-13.3 mmol/l (173-239 mg/dl) and she did not feel well. She received an a1 (cartridge low) alarm on the infusion device before going to bed, but she did not change the insulin cartridge. On the same day, her blood glucose ranged from 18.7-23 mmol/l (337-414 mg/dl) and she was vomiting. She was sent to the intensive care unit by her physician and disconnected from the infusion device. She was released from the hospital on three days later, with a blood glucose level of 4.3 mmol/l (77 mg/dl). No further information is available. Product was requested to be returned for evaluation.